Event description:
It was reported via legal documentation that approximately 90 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 186-01-50 - integrip cc, cluster 50mm, g1; (B)(6), 164-13-11 - novation element ro s/o col sz 11; (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm; (B)(6), 142-32-03 - cocr fem head 32mm +3.5 offset 12/14. Manufacturer narrative updated: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.